Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 270 mg/dl to "high" and a 3.1 mmol/l ketone level. At the time of the event, the customer was receiving occlusion alarms. A supply change was performed and the occlusion alarms continued. Reportedly, at the time of the event, the customer did not have alternate therapy to address bg. Due to the elevated bg/ketone level, the customer went to the emergency room (ER) for treatment. Customer was treated with intravenous fluid and remained connected to the pump at this time. The customer was released from the ER with a bg level of 234-235 mg/dl. At the time of the report, a system check was performed and the pump was found to be functioning as intended.